Manufacturer narrative:
On (B)(6) 2015 a medela clinician spoke with the customer, at that time she had said she did not start the all purpose nipple ointment (apno). On (B)(6) 2015, the clinician reiterated that proper latching shouldn't cause her nipple shape to become distorted. Recommended she see a lc for latching and pumping assistance. On (B)(6) 2015 the complaint handler had contacted the customer by email and at that time she had confirmed that she had started using the apno cream, "I did have my ob call in the cream for me, haven't seen any difference yet. The only thing that seems to help are actually those gel type soothing pads medela makes. It'll take a while to heal I believe because I have huge gashes on my nipples. I can't figure out if it's the pump or breastfeeding. She has a very good latch when it comes to breastfeeding. So I have no idea what's causing the discomfort and bruising."

Event description:
The customer originally reported to customer service on (B)(6) 2015 that her nipples were cracked, sore and she also had engorgement. During a follow up with the complaint handler on (B)(6) 2015, the customer stated she received a prescription for all purpose nipple ointment to promote healing.